Event description:
Left pc board not working.

Manufacturer narrative:
Fluid leaked inside siderail damaging board. Tech replaced board & leaky dampeners. Bed works fine now. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.